Event description:
Following implant, pv leaked developed below opening of left coronary artery. In june 1998, echo indicated a right left shunt through the basal septum with a medium regurgitant jet. At reoperation, the aortic root was normal width, and up to the sinotubular junction was normal diameter; however, after the st, was widened 6-7 cm. Ventricular subvalvular defect was repaired, and a 23 mm sjm valve was then implanted.